Event description:
Dialyzers were clotted at the end of treatment and were not able to be rinsed clean. They occurred in 5 patients and out of 14, half of the patients failed when reprocessing with renatron due to volume and clotting. The number of filters was 24 units. No affects on patients' conditions.